Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used a side biter clamp to repair the part of the anastomosis that was damaged during removal. No additional pt complications were reported.